Manufacturer narrative:
Retainer ring=black p-cap locked in place properly during testing. Unit downloaded successfully using (thump software). Unit passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Unit functioning properly during testing. However, during download file review on (B)(6) 2021 at 06:57, 7:00:04 and 07:00:54 hour, multiple no delivery alarms noted. Unit may have had an intermittent failure not detected during our testing. Unit was cut open and perform a visual inspection on electronic assembly and motor assembly. No moisture damage or components damage noted during visual inspection. Force sensor zero offset within specification (23.1mv). (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that the insulin existed after doing fill cannula. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.